Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of no delivery alarm from the reservoir. The customer's blood glucose reading was unknown. The customer reported that the alarm occurred during manual prime. The customer was advised to change the entire infusion set as soon as possible if reconnecting infusion and reservoir does not resolve issue. The customer was unable to troubleshoot during time of call. The customer was advised to call back if issue continues.